Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead twenty five turns ere used to extend the helix. The lead came into a stable position but the sensing values were not reliable as the patient had atrial fibrillation. When the lead was connected to the device high out of range pace impedance measurements were noted and when the lead was disconnected and reconnected the values were still out of range. The lead was tested with a competitor pacing system analyzer (psa) and same results were seen. A new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.